Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a open skin from lv digging into the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an ointment for skin irritation. Patient reported that the irritation is getting better.